Event description:
It was reported that the implant was revised for a failed non-union of arthrodesis.

Manufacturer narrative:
Implant was revised due to poor bone ingrowth. The lot number of the implant was not provided for this investigation.